Manufacturer narrative:
Evaluation conclusion: the device has been discarded by the manufacturer.

Event description:
It was reported by the representative that the tab was broken off of the device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.